Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the display has a black screen. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the display was not normal, and the screen was very dark. An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. The asp engineer confirmed the reported issue, replaced the screen cable, and returned the device to full functionality. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.